Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirted while priming. Customer's blood glucose level was unknown. The customer also reported that the insulin pump had scratches and fogginess on screen due to which the screen was harder to read and also insulin pump had rejected new batteries. Insulin pump also received unexplained no delivery alarms. Insulin pump will not be returned for analysis.